Event description:
An unknown size aneurx birurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was reported to be conical in shape and short. Aneurysm morphology is unk. It was reported that after the stent graft was implanted the pt was noted to have a small proximal type I endoleak persisted. The pt had a follow-up imaging done which noted an endoleak that appeared to be junction at the level of the gate on the right. The pt was scheduled for repeat angiogram possible cuff placement in march, but was cancelled and rescheduled several times. Recently the pt returned for an aortogram which noted a type I, proximal endoleak and there may have been some aortic neck dilation and morpholgy changes, causing increased neck angulation and possible migration. The graft was greater than 1cm below the left (lowermost) renal artery, and the endoleak originated on the right side. The aortic neck was angled such that the right edge of the graft was tipped, lower thn the left. A 28 mm aneurx aortic cuff was placed. Vascular access was complicated, but the cuff was placed accurately below the left renal artery with no issues. The endoleak persisted, and the physician ballooned several times with a reliant balloon. The leak was mostly resolved, and the physician stated that it was "80% improved" from pre-intervention. The pt will be re-assessed in 1 month when the physician may decide to place another manufacturer's stent. No additional information was received and no additional clinical sequelae were reported.